Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complication is unknown. At this time, no products are expected for return to isi for evaluation. Isi has attempted to contact the article correspondence and site to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site¿s system logs cannot be performed since the specific event date is unknown. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted mitral valvuloplasty procedure, it was alleged that the patient experienced abdominal bleeding as a result of a rupture of the liver and diaphragm. As a result, the patient underwent a laparotomy procedure to repair the operative complications. At this time, the cause of the operative complications is unknown. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date not applicable. The product is not implantable.

Event description:
In the journal of cardiac surgery article titled, ¿a case of abdominal bleeding after mitral valvuloplasty assisted by da vinci robotic surgery¿ (duan, j. S., sun, t., et al., 2020), it is noted that an operative complication involving a da vinci surgical procedure occurred. Within the journal article, a patient underwent a da vinci-assisted mitral valvuloplasty procedure on an unspecified date in april 2019. Post-operatively, the patient was ¿diagnosed with rupture of chordae tendinae in the posterior lobe of the mitral valve (mv)." Fifteen hours after the cardiac surgery, the patient underwent a laparotomy procedure to repair and recover the rupture and diaphragm. During the operation, a 2-cm hole on the surface of the right lobe of the liver was found and fresh blood had flowed out of the liver. Additionally, a rupture was seen near the hepatic foramen in the right diaphragm of about 1 cm diameter. Specific details regarding the repair of the alleged operative complications were not provided. The patient¿s post-operative course was uneventful. The patient was discharged home on post-operative day #17. As part of the discussion of the journal article, the authors noted that the likely cause of the rupture of the liver and diaphragm was ¿trauma from the right robotic arm which moves a lot during annuloplasty.¿ it was also noted that ¿without tactile feedback, the surgeon may be unaware of the arm hitting a high riding liver.¿

Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, and h10. Intuitive surgical, inc. (Isi) contacted one of the authors of the journal article who is the director of the cardiac surgery department at the hospital. The director indicated that he could not remember the details of the procedure; however, the patient recovered well with no post-operative complications. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted mitral valvuloplasty procedure, it was alleged that the patient experienced abdominal bleeding as a result of a rupture of the liver and diaphragm. As a result, the patient underwent a laparotomy procedure to repair the operative complications. At this time, the cause of the operative complications is still unknown.

Event description:
Refer to h10/h11 for follow-up information.